Event description:
During initial assessment of a returned homechoice (hc) device, an increased intraperitoneal volume (iipv) situation occurred on (B)(6) 2010 during drain cycle 2. The drain volume was 4526 ml (milliliters). This event meets overfill criteria.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite (return instrument test/evaluation) test was performed when the device was returned to the baxter tampa bay facility for evaluation. The device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative but also for a reload set 151 (volumetric standard left pressure leak). The device passed the rite electrical test. A review of the device logs revealed one instance of iipv (increased intra-peritoneal volume). The cause for the increased intra-peritoneal volume (iipv) found in the logs was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold and is not related to the rite failures received inoperative and reload set 151. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.